Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during transesophageal echocardiography of the patient after induction of anesthesia in the operating room, the anesthesiologist observed the appearance of a pinned aortic valve leaflet with aortic insufficiency that appeared to be related to the position of the impella cardiac support device. After the impella device was removed from the ventricle, a more detailed assessment of the aortic valve was performed. At that time, severe aortic insufficiency was identified, along with concern for possible leaflet damage. The surgeon and the interventional cardiology team determined that the aortic valve required replacement. Following creation of an aortotomy, direct visualization of the valve confirmed the presence of a damaged leaflet. An aortic valve replacement was subsequently performed. After completion of the procedure, the planned removal of the femorally placed impella device was carried out, and the patient was transferred to the intensive care unit for postoperative recovery.

Manufacturer narrative:
D1 (brand name) has been updated. D4 (primary UDI number) & h4 (device manufacture date) has been added. Ppae (aortic valve insufficiency/ regurgitation): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI.